Manufacturer narrative:
Additional information: new information received that surgeon is dr. (B)(6). Right eye, implant date was (B)(6) 2021. Patient male, 28 yrs. Old, date of birth (B)(6) 1992. The following fields have been updated: section a2: age/date of birth: 28 yrs. Old, (B)(6) 1992. Section a3: gender: male. Section d6a: implant date: (B)(6) 2021. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 8, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted because the customer was unhappy with the iol. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. Implant date: if implanted, give date: unknown/not provided. Explant date: if explanted, give date: unknown/not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.